Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturing representative and it was reported that the same issues that had been previously reported in the past were still occurring. The patient had been sent a recharger, battery, and controller. They kept getting pushed back to screen 16, no device found when trying to connect with the controller. They could charge fine; the ins was at 60% and the controller was at 100%. The ins wasn't too deep. They would get fair coupling with occasional excellent coupling when they were in the right position. It was further reported that the patient had difficulty connecting the ins to the controller. The old controller with a lithium battery would get a frozen screen and the patient would have to reset. The battery was used in the new controller that was sent to the patient, but they got no device found. The disabled and reenabled the device and the patient was able to connect with the recharger. Both the ins and controller battery were at 60%. When they removed the recharger the controller showed no device found. It was confirmed that the controller was close to the implant.

Event description:
Additional information was received from the patient. They stated they still were having the issues with taking too long to charge even after receiving the replacement recharger. The patient re-confirmed that her charging showed excellent, and the speed was at 4. The patient said that the rep checked the charging quality with the tablet on thursday or friday. They stated that the charging quality showed one bar but the patient's device showed excellent quality. They were transferred to repair again for another new recharger. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial#: (B)(6), product type: recharger. Product ID: 97755, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having problems charging the neurostimulator (ins), stating that it took a long time to charge. The patient stated one time it took 2.5 hours to charge to 40% and took an hour to charge to 30% stating she knew charging was "excellent" because patient was watching it the whole time. The patient stated that she spoke with a manufacturer's representative (rep) who told the patient it shouldn't take that long to charge. Patient was redirected to call patient services from the reps. The patient checked recharging speed during the call and it was a 4 which was most efficient. Patient confirmed that her controller was unlocked during charging so she could monitor charging efficiency, stating that if patient moved just a bit, the charge efficiency could change from excellent to good and sometimes poor. Patient would have to reposition antenna. It was reviewed with the patient that keeping controller unlocked can negatively impact charging efficiency and recommended to allow screen to lock/go blank during charging and to monitor led light for efficiency. Patient stated she made her rep aware probably late (B)(6). No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. The rep reported they were made aware of this event on (B)(6) 2019 and cause was not determined at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that it was still taking them 2 hours to charge ins from 50% to full. Patient indicated manufacturer representative was unsure why and indicated it may be the controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. Rep stated patient said it took an hour and a half to charge to 50%. It was reviewed since charging had not improved, they replaced recharger. It was mentioned implant was taking way too long to charge. No further complications were reported/anticipated.